Event description:
It was reported that an angio-seal was performed post percutaneous coronary intervention. The angiogram confirmed that the vessel was suitable for angio-seal deployment. Hemostasis was achieved and no bruising was noted. At 4:00 am the next day, the nurse discovered bleeding at the puncture site. A femostop was used. By noon that day, the femostop was removed and some bruising was noted at the puncture site. The pt had to stay an additional day and was discharged the next day, (B)(6)2009, in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.